Manufacturer narrative:
(B)(4). The recipient was reportedly prescribed clindamycin 300mg three times a day for ten days and cipro 500mg two times a day for ten days. The recipient's infection has cleared and the recipient is doing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a blister resulting in purulent drainage and granulation tissue. The recipient was treated with oral and IV antibiotics for ten days each: bactrim on (B)(6) 2015, rocheph and clinda on (B)(6) 2015, and clinda on (B)(6) 2015. The recipient was hospitalized (B)(6) 2015. On (B)(6) 2015, a procedure was performed to remove a permanent suture, located where granulation and drainage were noted. The recipient's device was explanted. The recipient will be reimplanted at a later date.